Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.